Manufacturer narrative:
An attempt to reproduce the reported event using guardian connect app version 3.5.0 installed on samsung a13 android 13 with transmitter was conducted and confirmed that the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications es10582doc version s. We were unable to conduct a thorough investigation due to the lack of essential logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue might be with carelink web page. Helpline provided information that issue was resolved and newly generated carelink reports contain data for april and earlier periods. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details. Reported issueresolved, no escalation required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.